Manufacturer narrative:
The introducer was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant had placed an impella cp to support a patient admitted in with acute myocardial infarction and cardiogenic shock. It was reported that while the doctor was placing a 14 french (fr) x 13 centimeter (cm) peel-away sheath after placing two per-close devices the sheath would not pass. Two attempts were made and the sheath was removed. The distal tip of the sheath had visible damage. It was unknown if calcium was present. A 14fr x 25cm sheath was placed. Later it was reported that the sheath was removed. Attempts were made to close the arteriotomy unsuccessfully with two pre-close devices. A third perclose was deployed unsuccessfully. A 8 fr sheath was in place. Contralateral access was established and ao ro of right femoral artery showed a dissection to arteriotomy. A 7 fr covered stent was placed as well as 6 fr stent. The stent was mobile after volume replacement. Ctx was consulted for cut down. Vascular closure was successful and a stitch around undersized stent was done. It was also report that a thrombectomy was completed to the distal stent and leg post closure. The patient remained in stable condition and survived.

Manufacturer narrative:
H6 medical device problem codes were revised. Type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. Them impella cp, purge cassette, 14 french (fr) introdcuers and dilator were returned for evaluation. Thrombosis: in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Mechanical interaction with tissue: clinical details noted that patient had vessel dissection after pump was explanted when attempting to close per-closure devices. Femoral cut down was performed in order to achieve hemostasis. The cause of the vessel dissection could not be determined as limited clinical details were provided. Product damage (introducer tip split/torn): the returned product showed damage to tip of 14 fr x 13 centimeters (cm) introducer sheath. Clinical details noted that when attempting to insert 14 fr x 13 cm introducer, sheath was unable to advance. Sheath exchanged for 14 fr x 25 cm which was able to be inserted without issue. The cause of the product damage was a material crack at the tip of the 14 fr sheath per returned product analysis. Failure to advance: clinical details noted that 14 fr x 13 cm introducer was unable to be advanced through vasculature during insertion. Unknown if calcium was present. Groin shot showed no issues. Introducers were exchanged and 14 fr x 23 cm introducer was able to be inserted without issue. The cause of the failure to advance could not be determined as limited clinical details were provided. Device history review: the introducer passed all inspection checks.

Manufacturer narrative:
Additional information of product returned was received.